Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Upon initiation of treatment, there was a blood leak alarm. The leak was visually observed and test strips were used to confirm the blood leak. Estimated blood loss was 200cc¿s. Patient had no ill effects. Sample is available.